Event description:
This is to report what seemed/seems to be an allergy to the product dermabond. I had a localized reaction after undergoing a laparoscopic assisted hysterectomy on (B)(6) 2015 which consisted of redness and extreme itching. It was a red, bumpy, itchy rash with skin somewhat hardened. It took weeks for it to ease up. (B)(6) 2015, I had inguinal lymph glands removed due to cancer and again had dermabond to close the incision. I also had a drainage tube existing my upper thigh. Once again, I've had redness, bumps, itching and general irritation with skin texture change. I finally have used oral benadryl after the topical didn't seem to affect it. That helps some but I can't function well on antihistamines so I've switched to topical aloe vera which has helped. Both of the surgeons haven't seemed concerned and only suggested I use benadryl. While it may not be a huge problem, it's still a problem to have a product that can cause adverse side-effects without being warned or counseled. Therefore, I'm reporting these 2 incidents with the hope that it might be taken more seriously. Dates of use: (B)(6) 2015. Reason for use: received when had surgery on (B)(6) 2015 and (B)(6) 2015. Event abated after use stopped: yes. Event reappeared after reintroduced? Yes.

Event description:
Add'l info received from reporter for report mw5058133 on 04/15/2019. For the second time, dermabond was used to close incisions on me and it resulted with an intensely itchy, rough red rash. I reported the first in (B)(6) 2015. It spread just by touching skin of one knee to the skin of the other. I have been given prednisone and cephalexin to treat. The leg this affected has lymphedema from previous chemo and radiation, so preventing infection by keeping skin integrity is important. Reason for use: knee replacement surgery, to close the incisions.